Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was reported to have no audio. There were no reported adverse effects.